Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.a1- patient identifier. H3 - evaluation summary attached h3 other text : single use device, device discarded.

Event description:
The consumer reported via social media an allegation of false negative result with the binaxnow covid-19 antigen self-test for an unknown number of tests performed on an unknown date. Confirmation testing using an unknown brand was performed and generated a positive result. The consumer was symptomatic. Additionally, the consumer reported there was a delay in treatment and was prescribed paxlovid five days after testing negative with binaxnow covid-19 antigen self-test. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Date of event is an approximation. Single use device, device discarded.

Event description:
The consumer reported via social media an allegation of false negative result with the binaxnow covid-19 antigen self-test for an unknown number of tests performed on an unknown date. Confirmation testing using an unknown brand was performed and generated a positive result. The consumer was symptomatic. Additionally, the consumer reported there was a delay in treatment and was prescribed paxlovid five days after testing negative with binaxnow covid-19 antigen self-test. No additional patient information, including treatment and outcome, was provided.